Event description:
Customer reported that she was hospitalized in intensive care unit twice due to high blood glucose. The blood glucose reading was 530 mg/dl. Customer stated that she does not use the insulin pump only the sensor. Customer stated that her serter was not working correctly it was not releasing the sensor after the second button press. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-02323.